Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact h3 other text : device not returned.

Event description:
The customer reported the rad-97 "does not detect any sensor" and turns "on and off intermittently." Per additional information from the customer, a "sensor off" error was provided, however, the device randomly turns off. There was no patient impact or consequence reported.